Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the led segment is out on top display. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated and the reported event was confirmed. During evaluation, it was found that defective component on the system board had caused an led segment of the display to not illuminate.